Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their first implantable neurostimulator (ins) was implanted in 2010. The patient stated that the device was supposed to last for four years, but it only lasted 22 months. The patient had the ins replaced. No patient symptoms were reported and there were no complications. Indication for use is other chronic/intractable pain (trunk/limbs).